Event description:
During an arthroscopic rotator cuff repair procedure, the physician was reportedly utilizing a smartstitch perfectpasser connector suturing device to place the sutures. After attempting to pass the sutures the lower portion of the jaw reportedly fell off onto the scrub table. The procedure was completed with another perfect passer and no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.